Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An increase in central line associated blood stream infections (clabsi) was noted in the ICU (intensive care unit) and other care areas of a medical center since changing to the one-link needleless connector system. The exact number of clabsi¿s was not reported. The cause of the increase in clabsi rates is unknown and the hospital is currently looking at many factors, one of them being a one-link device. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.